Event description:
It was reported the programmer screen is cracked, and the programmer will not update with new software. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported events, the display overlay was cracked and the software would not update. It was also noted that the printer drawer was broken and the cover hasp was broken.